Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced low blood glucose levels on (B)(6) 2025. It was also reported that the patient went to the emergency room (ER) and was admitted to hospital for less than 24 hours on (B)(6) 2025 and received glucagon intravenous (IV) and the patient blood glucose levels while admitting the hospital was 47 mg/dl. The patient had no symptoms while admitting hospital and the main reason for hospitalization was low blood glucose levels. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number ,expiration date under d4 and manufacturing under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions.. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction code insulin overdosing due to priming set up not followed it has been determined the complaint does not allege a product malfunction has occurred as the product was not being used as intended according to IFU. Requests for lot specific information were sent to the customer but were unable to be provided. Therefore, no further investigation is required. Conclusion of complaint investigation: lot no. 6010624 was provided, however, as no product malfunction was alleged while the product was used as intended: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) plan determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
To date no additional patient or event details have been received.